Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer was hospitalized due to high blood glucose, with blood glucose level was over 649 mg/dl on unknown date. Insulin pump stopped working. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. No symptoms were reported related to high blood glucose. Troubleshooting was not performed. The insulin pump will not be returned for analysis.